Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor had come out of their chest. The physician suspected that the patient was manipulating the device post-implant which led to the removal. No further intervention was performed and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.